Manufacturer narrative:
This report is being filed on an international product list 4j27 that has a similar us product distributed in the us list 2p36. The evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated (B)(6) architect hiv ag/ab combo ((B)(6)) result on sample ID (B)(6). The (B)(6) result was questioned due to the patient clinical history. The sample was recentrifuged and processed again with architect hiv ag/ab combo (B)(6) results ((B)(6)). No impact to patient management was reported.

Manufacturer narrative:
Catalog # updated from 04j27-28 to 04j27-27 on this report. Review of the instrument log files associated confirmed the customer observation, but conclusive information regarding the cause of the complaint issue could be identified. No customer returns were available for evaluation. Ticket searches determined that there is a normal complaint activity for the likely cause lot and the 12 month tracking and trending report review determined that there are no related adverse trends or nonstatistical trends for the complaint issue. A review of the product labeling has concluded that the issue is sufficiently addressed. No non-conformances, deviations and potential nonconformances associated with the affected reagent lot have been identified related to the complaint issue. A retained reagent kit of reagent lot 85045li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. Furthermore, the controls (9 replicates of each positive control tested on three instruments) gave reproduceable results with normal variance. In addition, the clinical sensitivity of the reagent lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect hiv test results provided by the manufacturer. The reagent detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. A systemic issue and/or product deficiency was not identified.